Manufacturer narrative:
.

Event description:
It was reported by service report that the scale was not providing accurate reading. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.